Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the contrast and ok keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to this issue, the keypad cover had worn symbols and was torn at the ok button. (B)(6).